Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. Device is an instrument and is not implanted/explanted. A product development and device history record review were performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6895782). The returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. Relevant drawings for the returned instrument were reviewed. The design is adequate for its intended use and did not contribute to this complaint condition. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03 revision e) is extra hard 316ss, which is an appropriate material for an instrument component of this type. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during a foot surgery on (B)(6) 2016 the depth gauge for 2.0mm and 2.4 mm screws bent. There was a backup available, no surgical delay and no harm to patient reported. The surgery was successfully completed. This event was initially determined to be non-reportable. The subject device was returned to synthes for investigation and it found that the hooked stem of the device had broken off at the base of the black body of the device. The broken stem is approximately 75mm in length. Based on this information, the complaint event was re-reviewed and was determined to be reportable as a product malfunction. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.